Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure, the left ventricular lead exhibited a capture anomaly with phrenic nerve stimulation. The lead was not used. Another lead was implanted successfully. The patient's condition post procedure was good.